Manufacturer narrative:
6-aug-2021 notified that on (B)(6) 2020 the lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
High impedance was reported on this rv lead. There also appears to be slight noise on far field channel on most recent periodic iegm. Device remains implanted. Should additional information become available, this file will be updated.